Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device gave e8 and e9 error codes. There was a five minute delay to the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the thermistor failed and there was a missing red dot on the connector body. During repair, it was determined that the flex circuit which contained the thermistor was worn and corroded from normal use over time which indicative of the thermistor failing which was indicative of the device having error codes. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out thermistor from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.